Event description:
The manufacturer received information that a trilogy ev300 ventilator failed the preliminary system test for active exhalation verification. There was no patient involvement, and no harm or injury reported. It was reported that the customer stated they will be doing their own repair of the device. The issue will be resolved by the customer, no work performed by philips. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.